Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was unknown if the patient was hospitalized for peritonitis. The cause of the event was unknown. On an unreported date, the patient started treatment with injection fortum (1g; route, frequency and duration was not reported) and injection vancomycin (1g; route, frequency and duration was not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient¿s recovery status and outcome of the event were unknown. No additional information is available.